Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the air/water/instrument channel connector of the reprocessor was broken. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: b5, d8, d9, h3, h4, and h6. The olympus field service engineer (fse) went on-site to the facility and confirmed the issue of the broken gray basin connector. The fse identified threads on the base of the gray connector, which is used to attach the upper part of the gray connector, were damaged. The gray connector was taken out and replaced with a new one. The unit was run, and there were issues. The unit was left working again. Equipment was repaired and verified according to original equipment manufacturer (OEM) instructions. Software attributes have been verified and confirmed. The covers of the device were not removed, so an electrical safety check was not required. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes stress on the connector was accumulated, which caused the top of the connector to come off, and then the thread of the base was damaged when parts were reassembled. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: chapter 3: 3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during reprocessing.